Event description:
It was reported that the tandem-provided charging cable became extremely warm to the touch despite being in room temperature conditions after being plugged in to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer reverted to using an alternate cable to charge the pump and continued using pump for insulin therapy.